Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information from the field the device was explanted due to an extrusion of the implant. The reported skin problems might have contributed to the extrusion. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device was explanted, because the implant site was swollen and the coil part of the device was exposed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Confirmation was received that the device was explanted.